Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noticed dried salts around the leak at pinch valve pv43 and proceeded to clean the residue. The fse discovered a leak from the blue stripe I-beam tubing at pinch valve pv43, where the pinch valve comes into contact with the tubing. The fse removed and replaced the tubing at pinch valve pv43 to resolve the leak. The fse also replaced all pinch valve tubing at pv44, pv45, pv46, pv47, and pv48 as a preventive measure due to the proximity of the tubing to the problem. Failure mode of the event is attributed to the tubing at normally closed pinch valve pv43. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 50 ml of diluent leaked from the lh 500 hematology analyzer and onto the countertop. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.